Event description:
Since doctor penetrated the "sheath" with the dilator during dilation, blood vessel of the pt was damaged and the pt died of hemorrhagic shock. Eventually placement of the port was not performed. The pt was at the end stage of esophageal cancer. The doctor admits his use that ignored contraindication of "past irradiation of prospective insertion site" and his mistake during the procedure. No other info provided.